Event description:
The customer performed comparison blood glucose tests using her 2 breeze2 meters. One meter read 114 mg/dl, while the other meter read 247 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's control solution was expired, so further troubleshooting was not possible. Control solution was sent to the customer. No product will be returned at this time.